Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump. Additionally, it was reported that occlusion alarms occurred. There was no reported impact to customer's blood glucose. Customer declined to provide further information or receive a follow up from tandem technical support.